Event description:
The patient underwent a cryoablation procedure on (B)(6) 2012. No problems were encountered and no notable events occurred during the case. On (B)(6) 2012, the patient was readmitted to the hospital presented with dressler's syndrome as indicated by the physician. The patient is being treated with steroids and is currently in stable condition. As per physician, no EKG or enzymatic evidence of myocardial infarction noted. Also as per physician, small pericardial, large left and smaller right sided pleural effusion was noted 3 weeks post cryoablation and improved on steroids consistent with dressler's syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.